Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they measured their heart rate with a home blood pressure monitor, and their heart rate was in the 40s beats/minute. The patient indicated that heart rate was ¿too low¿. The implantable cardioverter defibrillator (ICD) remains in use. No further patient complications have been reported as a result of this event.